Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an empty cartridge alarm after loading a new cartridge. Reportedly, the customer stated that they inadvertently forgotten to follow the load process. Customer's blood glucose (bg) level was 250 mg/dl. The customer switched to back up therapy and bg level decreased.